Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited a failure to capture upon interrogation. An x-ray was performed and the lead was found to be dislodged due to twiddler's syndrome. The lead was reprogrammed and there are no plans to revise.